Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cardiac implantable electronic device implantation and function after transcatheter tricuspid valve replacement. Heart rhythm. 2025. 22: e1269¿e1274. Doi: 10.1016/j.hrthm.2025.07.049. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiovascular implantable electronic device (cied) outcomes after transcatheter tricuspid valve replacement (ttvr). The authors described a lead implanted eight years prior to ttvr which exhibited an acute dislodgement with failure to capture during the ttvr procedure. This patient required immediate implant of a leadless implantable pulse generator (ipg). The lead was inactivated and the leadless device remains in use. No adverse patient effects or additional product performance issues were reported.